Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, an 8 fr angio-seal vascular closure device vip device failed, requiring deployment of a covered stent to prevent possible hemorrhage. The stent was placed at the junction of the right external iliac and right common femoral arteries, and resolved the issue. If you have questions or require additional information, please contact me at the address below. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).